Manufacturer narrative:
(B)(4)2015. Tandem technical support followed up with the customer 2 days later. The customer stated that blood glucose levels were back to normal, and confirmed that the pump was not responsible for the issue. The customer¿s healthcare provider adjusted pump basal and bolus settings, and treated the customer for the ketones. The customer is feeling better. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been having elevated blood glucose levels in the 400's mg/dl for the last 2 days. Elevated blood glucose levels were treated by correction boluses with the pump. System check was performed with tandem technical support, and the pump performed as intended. Recommendation was made that the customer change out the cartridge and infusion set, as the customer was on the 3rd day of use. Additionally, the customer was advised to consult with their healthcare provider regarding testing for ketones, as they could cause insulin resistance.